Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The customer replaced the gas delivery system (gds) to address the reported problem. Failure analysis on the returned gas delivery system (gds) shows that the airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
The customer reported that the unit is failing the flow accuracy test. There was no patient involvement.